Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator because of atrial fibrillation with rapid ventricular response. In addition, their right atrial and right ventricular leads had exhibited low, out-of-range impedance. The leads measurements were otherwise noted to be normal and stable. The patient's implantable cardioverter defibrillation therapies were programmed off and the patient was reported to be in good condition. On (B)(6) 2018, the device and leads were removed and replaced. There were no complications and the patient's condition was good.

Manufacturer narrative:
Appropriate term/code not available for arc mark indicating presence of lead material on device can. The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the hv output circuitry was damaged. Visual inspection noted an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. It is believed that a lead anomaly caused the arc mark which resulted in the output anomaly.